Event description:
When the device was used during a lap cholecystectomy procedure the clip fell into patient and the jaws would not close. The clip was retrieved and the trocar was removed to close the jaws of the device. There was no patient consequence.